Event description:
It was reported that this electrode had broken into two parts above the proximal portion of the electrode. An error on the programmer was detected due to shock impedance measurements being out of range. The system was deactivated. A revision took place and this electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the notch area adjacent to the sense b electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that this electrode had broken into two parts above the proximal portion of the electrode. An error on the programmer was detected due to shock impedance measurements being out of range. The system was deactivated. A revision took place and this electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode had broken into two parts above the proximal portion of the electrode. An error on the programmer was detected due to shock impedance measurements being out of range. The system was deactivated. A revision took place and this electrode was explanted and returned. No additional adverse patient effects were reported.